Manufacturer narrative:
(B)(4) - off-label, unapproved or contraindicated use (proximal neck <(><<)> 19 mm in diameter).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The diameter of the upper proximal aortic neck (d1a) was 17 mm, the lower proximal aortic neck diameter (d1b) was 21mm, and the length was 11 mm, with no angulation. It was reported that the physician attempted to implant the stent graft system. The graft was landed on the right external iliac artery, and the right internal iliac artery was coiled. After implant of the bifurcate, the graft migrated to a site approximately 5 mm lower in the aorta, resulting in a type ia endoleak. The physician was reported to not be fully familiar with the device, and had difficulty, (not device-related), in implanting the device, possibly causing the inaccurate placement of the bifurcate. The aortic extension (pli-20) was placed to resolve the endoleak, without result, despite being placed accurately by the physician. The physician decided not to attempt any further intervention. No clinical sequelae were reported and the patient will be monitored.